Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1 ml of air left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the tubing channel on the tab. The operations quality engineer was notified, and non-conformances was initiated for this issue. Nc will contain root cause analysis and corrective actions. Corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was not holding air and the facility had to use three. The first two wouldn't hold air. There was no hematoma. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 22 may 2023: there were three (3) bands total used on the same patient. The two that failed lost air immediately after putting them on the patient. The third band was able to reach hemostasis. The tr band are stored in the box in the supply room with all the other inventory. The amount of air or blood loss was unknown.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab supervisor the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2023-00252.